Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard retro l/t hemodialysis catheter was returned for evaluation. Gross visual, microscopic, tactile and functional testing were performed. A complete diagonal break was noted on the distal end of the catheter. The edges were noted to be uneven, and the surface was noted to be granular. The distal catheter segment was not returned. Therefore, the investigation is confirmed for the reported fracture and the identified material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 05/2019), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six years and four months post dialysis catheter placement, the catheter was allegedly found to be broken. Reportedly, the catheter was removed and replaced with a new catheter. There was no reported patient injury.

Event description:
It was reported that approximately six years and four months post dialysis catheter placement, the catheter was allegedly found to be broken. Reportedly, the catheter was removed and replaced with a new catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 05/2019). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device pending return.